Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the balloon was found to be ruptured under magnification. No other anomalies were observed. Functional testing could not be performed due to the damage on the device. The observed damages confirmed the reported event. However, based on the information currently available a definitive cause of the reported balloon rupture could not be determined; therefore, an assignable cause of undeterminable was assigned.

Event description:
It was reported that when the balloon was attempted to be inflated in the proximal internal carotid artery, the balloon did not inflate. The physician thought the balloon was ruptured. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the balloon was attempted to be inflated in the proximal internal carotid artery, the balloon did not inflate. The physician thought the balloon was ruptured. There were no reported clinical consequences to the patient.